Event description:
The customer reported the sample probe did not drain and fluid overflowed under the instrument involving the immage 800 immunochemistry system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) contacted the customer by telephone and instructed the customer to remove and replace the probe rinse filter and resolved the issue. The instrument was returned to normal operation. (B)(4).